Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, after deploying the device, there was no suture on the needles, the device was removed from the patient's anatomy and a second proglide was used to achieve hemostasis. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found an anterior cuff-to-needle tip detachment had occurred during the plunger removal as evidenced by damaged anterior cuff tabs and anterior needle barb. Two anterior cuff tabs (approx. 0.01 by 0.01 inches) were broken off and not returned. Cuff-to-needle tip detachment would result in a failure to retrieve the suture when retracting the needle plunger as reported. Therefore, the reported experience is confirmed. During lab testing, the plunger was inserted and retracted successfully without any observable resistance that could contribute to the cuff-to-needle tip detachment. No manufacturing or quality issue was detected and the root cause for the anterior cuff-to-needle tip detachment could not be determined based on our investigation. Challenging anatomical conditions such as scarred tissue due to prior arteriotomy or tortuous and calcified artery combined with forceful plunger removal could be contributing factors. However, these could not be confirmed because no anatomical conditions were reported. Review of the device history record for this lot did not produce any findings relevant to this investigation.